Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system is experiencing intermittent c-34 errors on the erbe generator. The customer power cycled the erbe generator, and the issue persisted. Customer also switched the green activation cables without the issue resolving. The surgeon proceeded with the procedure with intermittent c-34 errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator on and obtained the following additional information: confirmed that the procedure was completed robotically with the same generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system is experiencing intermittent c-34 errors on the vio integrated electro surgical generator unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the vio iesu as a precaution. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the vio iesu involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the customer reported complaint. Error c-34 displayed during boot up. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted nephrectomy surgical procedure, the vio integrated electro surgical generator unit (iesu) exhibited a persistent issue during the procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.